Event description:
It was reported that the customer had received a failed battery test alarm a few times this morning after changing the battery. Customer went to bed last night with a blood glucose level of 250 mg/dl and woke up this morning with a blood glucose level of 600 mg/dl. Customer's blood glucose level was 330 mg/dl. Troubleshooting was performed. Customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer did not recall clearing the alarm before taking the battery out and changing it. Customer was assisted with clearing the alarm. Customer will call back later to troubleshoot for her high blood glucose levels. Customer stated that her blood glucose levels are going down and she did a set change to fix the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.